Event description:
Information received by medtronic indicated that the customer received safety notification for battery cap damage and reported battery cap contact fell off. Troubleshooting was performed. Customer was advised that the battery cap will be replaced. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.